Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a sub total gastrectomy procedure, the pencil tip was covered with nelaton for use and the device tip caught fire. Another device was opened and it worked fine. The procedure was completed without further issue. There was no harm to the patient.